Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-iliac. It was reported that the patient underwent a revision surgery due to screw loosening. During the construct removal it was found that the rod was broken between l4-5. The loosened screws were removed and the construct was rebuilt. No additional information is available.